Event description:
When pusher placed on guidewire and pushed up to the stent, the stent split on the distal end. The stent was removed and another stent was placed on the wire. Again, when the pusher was pushed up to the stent, the stent split on the distal end. A third stent of a different lot number was obtained and inserted without incident.